Manufacturer narrative:
The investigation has been completed. The console (ic6417) was sent back for further investigation. Upon investigation, the purge assembly had a buildup of glucose and multiple signs of leaking that contributed to the purge failures. After cleaning, the console was able to function without failures. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in high-risk percutaneous coronary intervention was implanted with an impella cp for mechanical circulatory support. While on support, the automated impella controller (aic) experienced a pc note detected failure that was resolved by replacing the aic. No patient harm was reported.